Manufacturer narrative:
Correction made to g3, h6, and h11: h11: the cause was determined to be related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: customer provided a suspect lot# r25b22031. D4: expiration date (suspect lot): 02/22/2027. D4: unique identifier (UDI) # (suspect lot): (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from one of the y-sites while being used with a clearlink system non-dehp extension set. This occurred during a patient infusion of amiodarone at a rate of 33 ml/hr, which had been running for less than six hours. The nurse observed a puddle of fluid under the intravenous (IV) pole. The set was leaking from the first port downstream from novum iq large volume pump. Additionally, as the patient arm was extended, the nurse noticed blood backing up from the site of insertion toward the filter extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4 (suspected lot): the suspected lot was manufactured on february 22, 2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and a leak at the second y-site clearlink was observed. An autopsy was performed on the second y-site clearlink, and a hole at the gland was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the suspected lot. Should additional relevant information become available, a supplemental report will be submitted.